Manufacturer narrative:
An event regarding an alleged fractured hexalobular screwdriver tip from a trident universal driver shaft was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned in good condition. The hexalobular driver tip is fractured; deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. No further information was requested as there is no indication the failure was related to patient factors. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there have been no other events for this lot. Conclusions: visual inspection revealed the hexalobular driver tip is fractured. The root cause was determined to be application of excessive force by the user.

Event description:
It was reported that, during a tha, when a surgeon was inserting a screw, the tip of the driver broke. He attempted to remove the fragment from the screw head but he could not remove it because it got stuck in the head. Therefore, he implanted insert as it is.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a surgeon was inserting a screw, the tip of the driver broke. He attempted to remove the fragment from the screw head but he could not remove it because it got stuck in the head. Therefore, he implanted insert as it is.